Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A reporter indicated "twice now, the same provider has experienced an item break in two as he pulled the introducer back out of the vessel. Nothing left in the patient. No harm to the patient, but they were both out of the same box. We¿ve pulled all of the remaining items in that box (with that lot number) from circulation." They are available for return.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. Two sealed and two unsealed samples were returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection determined that the dilator hubs were detached from the tubing. This is likely due to the tubing not being pushed all the way onto the core pin during the over molding process. Since the number of confirmed complaints with this issue is currently within the predicted occurrence, no further actions will be taken at this time. However, argon will continue to monitor for recurrence. Additional information provided in h.3., h.6. And h.11.